Event description:
A report was received from the canada vigilance program regarding an incident where a lemaitre valvulotome device had the lines to the blades remained exposed while the device was pulled closed, the surgeon felt resistance and caused trauma to the intima.

Manufacturer narrative:
We have not received the complaint device for evaluation, therefore we are unable to confirm the reported event. Previous investigation into the reported blade issue has determined the root cause to be a centering hoop to wire welding error along with operator adjustment error. The blade assembly process includes manual manipulation of each blade by the operator. Operator errors are possible due to the manual nature of the adjustments. Our review of the lot history records for this lot found an ncmr related to this failure mode, however during manufacturing 100% testing and inspection is performed on these components to detect blade issues prior to releasing the product. The product related to the ncmr for this lot were not released. Additionally, we have not received any other complaints of a similar nature for devices from this lot. A corrective and preventive action (CAPA) has been opened to address this issue.